Manufacturer narrative:
Medtronic investigation of returned suspect device finds the awl tactile to be fully functional. With a known good fighter attached, the instrument returned good divot error readings. No problem found.

Event description:
A medtronic representative reported that while in a spine procedure the tactile awl appeared inaccurate depending on the angle when rotating. The procedure was completed with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.